Manufacturer narrative:
A case of ipg replacement was reported to abbott. The patient's ipg was replaced on 03dec2025, no complications during the procedure and therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated surgical intervention was undertaken on 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient's ipg has migrated and is causing patient discomfort after a significant weight loss. Surgical intervention may be pending to address the issue.